Event description:
The neurosurgeon implanted licox temperature and oxygen probe used with the pmo licox device on a pt. The neurosurgeon tightened the blue cap but did not tighten all the way to the white wingnut. The staff noticed the distal blue connection had become separated from the white connection area. There was no pt injury reported.